Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a total knee arthroplasty using the robotic arm interactive orthopedic system (rio). After the case, the patient experienced a periprosthetic fracture of the distal femur.

Manufacturer narrative:
Reported event: an event regarding a crack/fracture involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: a review of the DHR associated with rio 123 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding crack/fracture. There was only 1 other reported event (B)(4). Conclusion: the session data from the case was reviewed. An analysis of the verification values and pelvic registration was completed. Based on this analysis, all verification values are within the specification and pelvic registration were well performed. The data at this time shows no anomalies in the patient session file. The mako operated as expected; no system defect or malfunction is suspected.

Event description:
The surgeon performed a total knee arthroplasty using the robotic arm interactive orthopedic system (rio). After the case, the patient experienced a periprosthetic fracture of the distal femur.